Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it is jammed and didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported. The same issue occurred to 3 units". The patient status is reported as "fine".

Event description:
It was reported that "when the user attempted to fire a staple, it is jammed and didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported. The same issue occurred to 3 units". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing could not be confirmed based upon the representative sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned unit was a representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the staples appeared properly aligned. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated four more times with the same result. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. The remaining staples were all able to engage and close into the skin pad without re-opening. The stapler was returned with 39 staples remaining in the cover block. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.